Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as an irritation under the armpits that have blistered. There was no alleged device malfunction contributing to the irritation. The patient¿s nurses have put bandages over the area. Follow up indicated that the skin irritation improved.